Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found.most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test results reported of 74 mg/dl and 140 mg/dl testing with another device brand. The customer's expected fasting blood glucose test result range is 90 - 118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 186 mg/dl and 182 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is 11/05/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 84mg/dl. Customer instructed also that true products test results are accurate compared to a laboratory test results only. Customer verbalized understanding. The customer was assisted with the proper back to back testing technique.

Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test results reported of 74 mg/dl and 140 mg/dl testing with another device brand. The customer's expected fasting blood glucose test result range is 90 - 118 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 186 mg/dl and 182 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 84 mg/dl. Customer instructed also that true products test results are accurate compared to a laboratory test results only. Customer verbalized understanding. The customer was assisted with the proper back to back testing technique.